Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device would not fire. It did not deploy clips. A new device was used to complete the procedure. There was no patient impact. No other details known.

Manufacturer narrative:
(B)(4). Sticking jaw/cam. The analysis results found that one (B)(4) device was received in good visual condition. The device was cycled, fed and formed the remaining clips within manufacturing specifications. However, during each firing sequence the trigger hesitated when attempting to open the device. Although no aid was required to open the trigger, it did take longer than usual (2-3 seconds) to return the trigger to the open position. Please note that an investigation has been initiated to address the potential root cause of this issue. In addition, the device locked out as intended but the orange indicator indexed two times during the 13th firing sequence, thus, it over traveled. These findings are not related to the incident reported. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.